Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2022 with blood glucose of 900 mg/dl. The customer¿s current blood glucose value was 157 mg/dl. The customer did not experienced symptoms due to high blood glucose. The customer treated high blood glucose with intravenous drip. The insulin pump was not on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. No further patient complications were reported. The customer will continue to use the device.

Event description:
Customer reported that his pump was getting hot. Customer was hospitalized on (B)(6) 2022 for high blood glucose of 900mg/dl and diabetic ketoacidosis. Customer was confused. Customer was treated with insulin drip. Per case(B)(6), the reservoir compartment was overheating. Customer used dollar store brand battery. There was gunk on the threads of the battery compartment and it was dirty inside. Pump was used at the time of the incident. Per customer, auto mode was not used. It is unknown if sensor was used. Pump returned under case(B)(6).

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information related to the summary has been updated and provided with this report in section b5.